Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned in two segments for evaluation. An initial visual observation showed use residue on the sample. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of both segments of the catheter were flushed and pressurized with a 12 ml syringe of water. A leak was observed emanating from the split in the extension tubing of the purple lumen. No other leaks were observed. A microscopic observation revealed several beach marks and cracks on the fracture surfaces of the extension tubing of the purple lumen. The material of the extension tubing appeared to be adhered to the luer connector at multiple, irregular locations around the circumference of the connector. What appeared to be the beginning of another split was observed in the extension tubing of the purple lumen opposite the complete split. An internal investigation is currently ongoing to determine the root cause of this failure mode. A lot history review (lhr) of rebq1884 showed no other similar product complaint(s) from this lot number.

Event description:
The sales rep reported for the facility, that a provena catheter was placed for saline hydration. It was stated that one of the lumens became clotted off, then both lumens began to leak. The clamp on one lumen cracked. The catheter was removed. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen power PICC provena was returned in two segments for evaluation. An initial visual observation showed use residue on the sample. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of both segments of the catheter were flushed and pressurized with a 12 ml syringe of water. A leak was observed emanating from the split in the extension tubing of the purple lumen. No other leaks were observed. A microscopic observation revealed several beach marks and cracks on the fracture surfaces of the extension tubing of the purple lumen. The material of the extension tubing appeared to be adhered to the luer connector at multiple, irregular locations around the circumference of the connector. What appeared to be the beginning of another split was observed in the extension tubing of the purple lumen opposite the complete split. An internal investigation is currently ongoing to determine the root cause of this failure mode; reference (B)(4) for further information. A lot history review (lhr) of rebq1884 showed no other similar product complaint(s) from this lot number.

Event description:
The sales rep reported for the facility, that a provena catheter was placed for saline hydration. It was stated that one of the lumens became clotted off, then both lumens began to leak. The clamp on one lumen cracked. The catheter was removed. No reported patient injury.